Event description:
It was reported that during an arthroscopy, the biosure was unable to implant, it did not deploy. The procedure was completed with non-significant delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported. Per the preliminary results of the investigation, the visual inspection revealed the device was returned with one wing fractured away from the hub. The wings are all deformed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The device was returned with one wing fractured away from the hub. The wings were all deformed. There was biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause of the device being unable to be implanted/deployed and of the fractured device has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.